Manufacturer narrative:
Concomitant products: cage, pedicle screws, icbg (implant (B)(6) 2004; explant (B)(6) 2004). (B)(6). (B)(4).

Event description:
It was reported on (B)(6) 2004 that the patient presented with l4-l5, l5-s1 degenerative disk disease. The patient underwent a posterior lumbar interbody fusion. Per the operative note, the disk space end plates were curetted off and decorticated with the drill. Once this was done bone morphogenic protein was packed anterior to the disk space followed autologous iliac crest bone and followed by a 9 x 9 x 21 mm cage placed obliquely. The surgeon could not place a horizontal cage because of the exit zone of the l5 nerve root without damage. Once all of this was done hemostasis was achieved and at l4-5 a similar approach was done, a central laminectomy was done and then a lateral facetectomy was done for lateral, diskectomy. Once this was done the complete diskectomy was done from-the right side only sparing the left side. Once all of this was done the end plates were curetted and decorticated with a drill and then a t-lift cage was then placed obliquely in the disk space. This was filled with autologous iliac crest bone graft and anterior to this bone morphogenic protein was packed with autologous iliac crest. Once all of this was done, this was done under fluoroscopic guidance. On the right side the pedicle screws were placed under direct vision at l4-l5 and s1 basically an all tip probe was used to cannulate the pedicle under fluoroscopic guidance and a cap was used to tap the pedicle and then the pedicle screws were placed at l4 5.5 x 45 mm pedicle screw was placed, at l4-l5, 6.5 x 40 mm pedicle screws were placed and then at s1 a 40 x 6.5 mm pedicle screw was placed. Once this was done the posterolateral elements were decorticated with a drill and then packed with bone morphogenic protein autologous iliac crest bone graft at l4-l5 and l5-s1 constituting a right posterolateral fusion. There were no noted complications (B)(6) 2004- patient was seen for follow-up post-surgery. It was noted per dictation that ¿[patient was} operated on about five weeks ago, who's postoperative course was fine. The patient did have residual right leg pain the whole entire postoperative time. Her CT and x-rays looked fine; there was no problem. She then came back to the office a month postop for her routine evaluation and discussed these issues with me and got x-rays and it showed slight posterior migration of one of the cages suggesting pseudoarthrosis. She did continue to have the right leg pain, although it was not much different, but was somewhat increased. She described having down the right leg to the foot and some hyper-sensitivity in the right foot itself.¿ it was reported that on (B)(6) 2004 the patient was readmitted to the hospital for a revision of her fusion (failed lumbar fusion) and replacement of a cage that backed out some time in her postoperative course. The patient underwent an exploration of fusion, l4-5, removal of right lateral cage, with placement of left unilateral brantigan cage 11 x 21 mm filled with autologous bone, placement of new pedicle screw, l5 left, m8, 6.5 x40 and a posterolateral fusion, left inter-transverse process fusion. Per the operative report, a complete diskectomy was performed. On the left side at l4-5 and then chiseled with a 9 mm chisel under slight distraction and then a bone morphogenic protein was placed anteriorly as well as bone anterior to this and then a cage was filled with autologous bone and placed in the interspace without difficulty. An 11mm cage was placed and was very snug. Then, a pedicle screw was placed under direct visualization at l5 under ap and lateral fluoroscopy and direct visualization interspace without difficulty. An 11 mm cage was placed and was very snug. Then, a pedicle screw was placed under direct visualization at l5 under ap and lateral fluoroscopy and direct visualization. There were no noted complications. On (B)(6) 2007 patient was seen for follow-up for pain. Patient¿s dictated notes state that ¿in early 2006 the patient was seen back in my office. She was experiencing some clear-cut l3 and l4 type pain. She had undergone a new MRI demonstrating adjacent level stenosis at l3-4. She had a rock solid fusion at l4-5 and l5-sl. At that time we sent her back to another physician for epidural injections. She was seen intermittently throughout 2006 and did well with conservative measures. ¿for treatment the physician has recommended an l3-4 interbody fusion and to extend her fusion up to 3-4. L5-s1 is solidly fused, so he will just do the rod from 3-4 to 4-5. He will take the screws out at s1. It was reported that on (B)(6) 2007 that the patient presented with lumbar spondylosis. The patient underwent a plif with l3-4 interbody fusion and to extend her fusion up to 3-4 and pedicle screw instrumentation l3, 4 and 5. The surgeon used a legacy system. Per the operative report, ¿the anterior disc space of l3-4 was packed with autologous bone and bone morphogenic protein because of her previous history. An 11mm cage was packed with autologous bone and counter sunk under fluoroscopic guidance. Once this was one, the posterolateral fusion was done on the right side with bone morphogenic protein and bone. This was done without complication. The new pedicle screws were placed at l3; a 5.5 by 45 mm pedicle screws were placed. Under ap and lateral fluoroscopy it looked real good. Then the l4 pedicle screws were replaced with 6.5 mm pedicle screws. Then at l5 on the left, the surgeon left the screw because it was tight. On the right he put a new screw, a 6.5 by 45 mm pedicle screw. The wound was irrigated with a copious amount of bacitracin solution. Hemostasis was excellent. Ebl was only 200 cc. Then the bar was place and compressed the left side down to the right. The wound was irrigated again and a jp drain was laid in the subfascial space, and then closed with vicryl save for the skin. There were no noted complications.